Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.2, 4.1; lab: 3.3, 3.0. Performed correlation study with 2 pts.

Manufacturer narrative:
Investigation pending.